Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on (B)(6) 2026. There is no confirmation for the return reason of system hot. All parameters are within specifications and the unit is running well.

Event description:
It was reported that the patient's unit had a system hot error message and shut down after running for approximately an hour. As a result, the patient was not getting oxygen and had to stay at the hospital overnight. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.